Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending identified no adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. An unknown pre-analytic issue cannot be ruled out. Based on the investigation, no product deficiency was identified.

Event description:
The customer stated a cell-dyn ruby analyzer generated a falsely decreased hemoglobin result in open mode. The ruby generated hemoglobin results of 9.34 and 5.17 in open mode. Another ruby analyzer generated a hemoglobin result of 5.89 in closed mode. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4), false negative result; (B)(4), no consequences or impact to patient. A follow up report will be submitted when the evaluation is complete.